Manufacturer narrative:
Complete information for section h9: correction/removal reporting number = (B)(4).this supplemental MDR is being sent to include the sw version. Refer to section d10: concomitant medical products for this update

Manufacturer narrative:
(B)(6). All available patient information was included. No additional information was provided. Complete information for correction/removal number: rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions (B)(4) or earlier. A product correction letter was issued on 29sep2021 to all architect customers who have installed architect processing modules, notifying them of the issues in architect software versions (B)(4) and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version (B)(4).

Event description:
The customer reported observing falsely elevated sodium (na) results for patients from (B)(6) 2019 while processing on the architect c8000 processing module. The customer stated they were running calibration every 8 hours and quality control every 2 hours and that the fluctuation in values was after calibration or controls. For example the sample would generate an initial result of 147 and a repeat result after cal/qc was 140. The following data was provided: (B)(6). There was no reported impact to patient management.